Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis patient information not available for reporting. Original placement of the prodisc was in 2012. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). This event resulted in the need for additional surgical intervention to revise the migrated device. Device history records was conducted. The report indicates that the: manufacturing date: 23-apr-2012, expiration date: mar 2016, part 09.820.075s, lot# 6923925 did not contain any ncrs or anomalies. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with prodisc-c at the c4-c5 level at an unknown time in 2012. During routine follow-up post operatively, it was discovered by the surgeon that the implant had migrated. This was noted on an x-ray being examined by the surgeon. A revision surgery to remove the implant was scheduled for wednesday (B)(6) 2016. Limited information regarding patient was available. This complaint involves one device: prodisc-c, 5mm extra large, deep. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A third party evaluation, a manufacturing evaluation and a product developement evaluation of the device was completed: there is damage present on the superior endplate, inferior endplate, and polyethylene inlay which is consistent with tool marks and surgical removal technique. Evidence of bone remnants was present on both superior and inferior endplates. The surface of the superior endplate shows evidence of biofilm. There are signs of impingement on the superior and inferior endplates. Signs of impingement, bone remnants, and biofilm are commonly observed on implanted prodisc-c devices. The relevant features cannot be verified on the returned product for conformance to established requirements due to plasma coating of the product during its manufacture. Per the device history record (DHR) review the relevant features and plasma coating visual nonconformities features were 100% inspected and inspection criteria was met (parts were conforming). The certificate of conformance in DHR was verified as indicating that device was coated as required per specifications. The lot recertification document in the DHR for the reported product lot was verified as indicating that the raw material used was cocrmo. The review of DHR shows that all relevant features met specification at time of manufacture. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that the surgeon observed migration of the implant in a patient during a routine follow-up x-ray. The implant was subsequently removed during a revision surgery. The drawing for the overall implant was reviewed. The drawing calls out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. A definite root cause for the implant migration/ loosening could not be identified. The loss of fixation may have occurred if excessive forces were applied to the implant. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. The design is adequate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.